Manufacturer narrative:
The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings, including transportation. Thrombus as a potential event that may be associated with use of the product. The instructions for use (IFU) and patient manual provide guidelines on proper usage of the hvad system and programming hvad pump parameters. Moreover, the IFU provides instruction to further educate the patient about product safety, alarm management, and anticoagulation recommendations.  The device was not returned for evaluation. Based on the available information a definitive conclusion cannot be made regarding factors potentially contributing to the reported pump high watts and suspected thrombus; however lvad pump candidates often possess several risk factors for intravascular coagulation which may include arterial and/or venous vascular disease, chronic low flow state and decreased immobility. Though the most likely root cause of the reported event cannot be conclusively determined; there are patient, procedural, and pharmacological factors that may have contributed to this event. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported by the vad coordinator that the patient was admitted to the hospital with elevated pump power beginning (B)(6) 2015. On (B)(6) 2015, intravenous tissue plasminogen activator (t-pa) was administered. Log files were sent regularly during the event. The last report received indicated that the patient remained hospitalized. No further information was provided.